Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. Concomitant bwi products used during the procedure: carto 3 rmt system: model #: m-5830-01, serial #: (B)(4); stockert rf generator: model #: m-5463-01, serial #: (B)(4). Regarding these biosense webster systems, the lab manager was contacted by bwi representative. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).

Event description:
It was reported that around 20 minutes after an atrioventricular nodal reentrant tachycardia (avnrt) procedure was completed, the patient's heart rate went up and the blood pressure dropped (blood pressure had not returned to baseline once the isuprel infusion was stopped). An echocardiogram was performed. A moderate pericardial effusion was noted. The physician then (under fluoroscope) noted that the heart boarder was not moving in the typical fashion. Pericardiocentesis was performed and 205 cc of dark red blood was removed from the pericardial space. The patient's heart rate and blood pressure normalized quickly after the intervention--heart rate averaging 110 beats per minute and systolic blood pressure remained at no less than 79. The patient was alert and oriented throughout the event. The patient was sent to the ICU with the drain in place for further observation. The patient had since been discharged. The long sheath used with the ablation catheter in the procedure was a non-bwi sheath (st. Jude sr0). Also used in this procedure were several reprocessed/ reused catheters, namely the hra, his, cs, and rva catheters. Specific types and brand of these catheters was not provided.